Manufacturer narrative:
Sensor 3mh003cjap0 has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. The sensor was activated with known good reader, linearity test was performed, and the low glucose alarm was successfully activated. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm did not trigger with freestyle libre 2 sensor. The customer reported experiencing sweating and loss of consciousness. A healthcare professional was called to home, and healthcare meter readings of 0.9 mmol/l (16.2 mg/dl) and 2.8 mmol/mol (50.4 mg/dl) were obtained. The customer was diagnosed with hypoglycemia and treated with g10 glucose via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm did not trigger with freestyle libre 2 sensor. The customer reported experiencing sweating and loss of consciousness. A healthcare professional was called to home, and healthcare meter readings of 0.9 mmol/l (16.2 mg/dl) and 2.8 mmol/mol (50.4 mg/dl) were obtained. The customer was diagnosed with hypoglycemia and treated with g10 glucose via IV. There was no report of death or permanent injury associated with this event.